Manufacturer narrative:
(B)(6). This report is for two (2) unknown pangea nuts. Without a valid part and lot number, a UDI is not available. The original implant procedure was performed on an unknown date in 2012. The pangea nuts were not explanted during the revision procedure on (B)(6) 2015. Per facility, the complainant parts will not be returned for evaluation. (B)(4). As specific part and lot numbers for the complainant nuts were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed adjacent level disc disease requiring an extension/revision procedure. The patient was originally instrumented with a pangea spine system construct in 2012 at disc levels l4-s1. Due to the adjacent level disc disease, the patient returned to the operating room for revision on (B)(6) 2015. The construct was extended to include disc levels l3-l4. During the procedure, the surgeon left the unknown pangea screws from the original procedure in place at l4-s1. The original two (2) rods, however, were removed and replaced with longer rods. Also, two (2) additional set screws were plated at the l3-l4 level. The revision surgery was completed successfully with no patient harm. This report is for two (2) unknown pangea nuts. This report is 3 of 3 for (B)(4).